Event description:
It was reported that the bd alaris smartsite gravity set had separated. The following information was provided by the initial reporter: tubing separated from injection port during use.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation result: one 42490e sample was received with packaging from lot 25045075 for investigation; fluid was present in the set. The customer reported that the "tubing separated from injection port during use". Visual inspection of the returned sample confirmed the customer's experience where the upstream y-site separated from the rest of the set. Upon closer inspection, no obvious signs of solvent were observed at the affected tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the tubing joint during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 25045075 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 42490e product in the past 12 months.

Event description:
No additional information.